Event description:
The customer contacted datascope on april 3, 2001 to correct initial info reported regarding the organisms revealed through the culture taken of the wound site. The organism was staph aureus, and not methicillin resistant staph aureus.

Event description:
The customer reported that following a diagnostic catheterization procedure in 2001 a vasoseal vhd was deployed. The pt complained of pain and redness when discharged. The pt was admitted to the hosp on event date for a surgical exploration and repair of the area. Cultures taken of the wound site showed gram positive cocci for methicillin resistant staph aureus. No further complications were reported.